Manufacturer narrative:
(B)(4). Physio-control evaluated the customers device and verified the reported issue. Physio observed that the device¿s analyze button was not responsive when pressed. Physio then replaced the device¿s main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed main keypad assembly and determined that the cause of the reported issue was that the analyze button was electrically shorted due to physical damage. The shorted/damaged analyze button would have also prevented the device¿s charge and shock functions.

Event description:
The customer contacted physio-control to report that the analyze button on their main keypad assembly would not respond when pressed. As a result, the device could not analyze a patient's ECG rhythm and provide defibrillation therapy while in AED mode, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that the analyze button on their main keypad assembly would not respond when pressed. As a result, the device could not analyze a patient's ECG rhythm and provide defibrillation therapy while in AED mode, if it were necessary. There was no patient use associated with the reported event.